Event description:
It was reported that the patient with discomfort presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold and phrenic nerve stimulation. The lv lead was explanted and replaced. The patient was in stable condition.